Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl due to needing settings adjustments. Customer attempted self-treat by consuming carbohydrates. Emergency medical technicians were called and administered carbs and fluids intravenously. Reportedly, customer consulted their healthcare provider who advised settings adjustments, tandem technical support assisted customer in making settings adjustments.